Event description:
It was reported that the patient presented to the clinic for a routine follow up. Interrogation of the pulse generator noted that the left ventricular (lv) lead exhibited increased in capture threshold. Programming changes were made. The patient was in stable condition.